Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was not receiving a low reservoir alarm. However, the alarm history revealed that the customer did receive a low reservoir alarm. Reviewed the status screen and showed 12.2 units of insulin left. The customer stated that the insulin pump has an open circle on display and the customer does not know the reason. Checked the status screen and the customer was running a square wave bolus. The customer stated that he did not program the bolus. Reviewed the bolus history and the bolus started early in the morning when the customer was sleeping. Advised the customer to use the keypad lock while sleeping and monitor closely the insulin pump. No further info was provided.